Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -10.0/+2.0/089 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2021 for a shorter length lens due to excessive vault. This resolved the problem. H3 - device evaluation: " dimensional inspection of length found the returned lens did not meet original values measured at the time of manufacturing" should be changed to "dimensional inspection of length found the lens to be within specifications." Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection of width found the lens to be within specifications. Dimensional inspection of length found the returned lens did not meet original values measured at the time of manufacturing. It was commented the lens returned is not the length stated in the claim. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+3.0/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for another icl lens and the problem was resolved. The cause of the event was unknown.